Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 52 cm proximal to the lead tip. Only the distal fragment with a stuck explantation device was received for analysis. The proximal fragment including the yoke and the connector pins was not received for analysis. The visual inspection of the returned lead fragment showed several deep cuts in the insulation. In particular the conductor cable to the svc shock coil was found cut 26 cm proximal to the lead tip as well as the conductor cables to the ring electrode and to the rv shock coil was cut 36 cm proximal to the lead tip. Furthermore, severe deformations of the shock coils were observed. It is reasonable to assume, that these damages occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the returned distal lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 83 months after implant, lead was explanted due to oversensing one day after a box change.